Manufacturer narrative:
Investigation conclusions code d1102: according to the gore® tag® conformable thoracic stent graft instructions for use, use of the gore® tag® conformable thoracic stent graft outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g., device infolding, excessive device compression, endoleak, wire fracture, migration).

Manufacturer narrative:
Investigation findings code c20: the device remains implanted and is not available for analysis. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for a subacute type b aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag-ac device). The ctag-ac device was implanted from zone3. During the procedure, a proximal type I endoleak was observed, but the entry was successfully covered and no leakage into the false lumen was observed, so the endoleak was not treated and was to be monitored. On (B)(6), 2024, follow-up CT revealed endoleak into the false lumen. It was reported that the proximal type I endoleak, which was observed at the time of the initial procedure, had progressed. Reportedly, it is unknown if false lumen enlargement was observed or not. On (B)(6), 2024, a reintervention performed. The left subclavian artery was coil embolized, and a stent graft was additionally implanted from zone 2. The procedure was completed after confirming that the endoleak was resolved. The physician reportedly stated as follows: during the initial procedure, considering the patient age (the patient was young) and the subacute disease condition, I selected an undersized ctag-ac device relative to the vessel diameter of the proximal landing zone to avoid complications.